Event description:
A nurse contacted baxter (B)(4) regarding a damaged cassette. One of the bag line spikes was broken when it connected with the dianeal. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a damaged uv flash transfer set was confirmed during the sample evaluation; however no root cause could be determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for damage in a uv flash transfer set was confirmed during the sample evaluation. A visual inspection was performed and it was observed that the uv spike tip was broken.